Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy underneath the back te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a mixed ointment for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.